Event description:
It was reported that this right ventricular (rv) lead exhibited difficulty to position resulting in undesired measurements. This lead was attempted to be repositioned, however no acceptable measurements were obtained. This lead was removed and replaced prior to pocket closure. This lead was discarded at the healthcare facility. No adverse patient effects were reported.